Event description:
It was reported during in clinic follow up that the atrial lead exhibited low pacing impedance and the right ventricular lead showed high capture threshold. Both leads were explanted and successfully replaced. The patient was stable.

Manufacturer narrative:
The reported event of inadequate capture was not confirmed. As received, a partial lead was returned in four pieces for analysis. Visual inspection and x-ray examination of the lead found no anomalies with the exception of damages consistent with procedural damage. Electrical testing did not find any indication of conductor fractures but found internal shorts between conductors due to the damaged inner insulation consistent with procedural damage.